Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. However, all results were not within the specifications. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Attempted to communicate the sensor with evm (evaluation module) before poise voltage testing but was unable to do so due to inventory command fail message was observed. An extended investigation was performed. Visual inspection was performed on the returned sensor puck and its printed circuit board assembly (pcba) and no damage was observed. Source measurement unit (smu) test was performed to assess the functionality of the returned sensor and verify the accuracy of its readings and all results were within specification, confirming the absence of accuracy issues. A sensor thermistor test was performed. The results revealed that the temperature difference between the puck and the room was within the acceptable limits, confirming the proper functionality of the puck's thermistor. Additionally, a poise voltage test was conducted, and the voltage was measured within the specification. This indicated no problems with the electrical signal lines critical to the glucose reading process. The failing of smu and poise voltage testing was due to connection issue with the test fixtures used. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59 mg/dl and 58 mg/dl compared to readings of 459 mg/dl and 422 mg/dl respectively obtained on adc built-in meter, and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59 mg/dl and 58 mg/dl compared to readings of 459 mg/dl and 422 mg/dl respectively obtained on adc built-in meter, and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.